Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed on injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) verified the malfunctioned in memory log, but could not reproduce the reported event. The cse inspected the device and the unit passed extended self testing. No parts were replaced.